Event description:
The event involved a chemoclave vented bag spike where the customer reported that drug had leakaged from blue and white junction. The issue was noted during infusion of kemocarb. There were no concomitant drug and concomitant device involved. There was no bleedback, no biohazard, and no user facility medwatch. The device was not reprocessed or resterilized. There was patient involvement and no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation however it has not yet been received.